Event description:
The hcp reported the pt was experiencing questionable withdrawal with return of spasticity and tone. The pt was prescribed oral baclofen and valium. The pump was explanted after an implant duration of 24 months. It was replaced and returned to the MFR for analysis. The pt was reported to have been "well managed through withdrawal phase." A follow up report will be sent when additional info is received.